Event description:
It was reported that the camera head had an image issue. The issue occurred during preparation for use, and no patient was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was confirmed. The most probable cause of the complaint is component failure, which is expected or random without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had an image issue. The issue occurred during preparation for use, and no patient was involved.

Manufacturer narrative:
To date, the device has not been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.